Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: none of the keypad buttons were found to have normal click or springback. The buttons require multiple presses to elicit a response. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 05/03/2012 with the following findings: none of the keypad buttons were found to have normal click or springback. The buttons require multiple presses to elicit a response. The keypad was removed and contamination was observed under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).